Event description:
When the device was used during a gynecological procedure, the surgeon fired the device three times across the ligaments when removing the ovary and tubes. When closing, the site was dry, and everything was fine. Post-op, the patient became unstable, hemoglobin level was 7.2 mg/dl, and 1-2 liters of blood was drained from the abdomen, the patient did not receive any blood products. However, it is unknown if the patient received additional treatment as a result of this event. No additional patient consequence was mentioned. The device has been discarded.